Event description:
It was reported via repair work order that the base tube retaining post was loose. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.